Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with this inflatable penile prosthesis presented with a lump at the base of the penis. During a revision surgery, the physician confirmed that the lump was the cylinder of the patient prosthesis that had become extruded, most likely due to the patient advanced age and history of radiation therapy. The cylinder was explanted, and there were no further patient complications.